Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. It was recommended to replace the sensor interface board assembly to correct the reported issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported issue. It was recommended to replace the sensor interface board assembly to correct the reported issue.

Event description:
The customer reported an error found during pre-use checkout indicating a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.